Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient experienced infusion set bent cannula upon removal event on (B)(6) 2026. This led to high blood glucose level with presence of ketones and was treated with correction bolus via the pump.